Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to reproduce the customer's observation of intermittently failing to pace. At incoming inspection it was noted that the upper and lower cases were broken and cracked and it was additionally noted that this was due to over stress and product handling and not related to the device functionality. It was noted that incoming testing failed at 1026/c output visual verification however it was later noted that this test failure could not be confirmed. Analysis additionally noted that the battery contacts were contaminated and they were replaced. (B)(4).

Event description:
It was reported that the external pulse generator intermittently failed to pace. It was further reported that it had case damage and was due for its annual scheduled service. The generator was returned for service. There was no patient involvement.